Event description:
The patient presented to the emergency room due to phrenic nerve stimulation. During the primary follow-up, the device was interrogated and there was no capture on the left ventricular (lv) lead. X-ray confirmed the dislodgement of the lv lead due to twiddler's syndrome. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The s-curve height was measured and was within specification. The field report of loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.